Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and confirmed that the device charge was removed twice during the patient event without the user removing the charge. In both cases, the patient ECG record showed a 'leads off' message. The impedance values were recorded at high values, (80.0, -40 with the first 'charge removed' and 93.0, -7.0 with the second). After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined, however it is likely that the shock from the first device interfered with the impedance sensing circuit of the second device, which caused the second device to disarm its charge. Physio strongly discourages the use of the device for dual sequential defibrillation. The customer has been advised of this.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation energy when attempting to deliver dual sequential defibrillation to a patient. The customer advised that during a cardiac arrest case both devices were charged for defibrillation. The first device successfully shocked the patient; however when the user reached over to deliver the shock on the second device, the shock was not delivered and the device disarmed itself. Both devices were charged again, and this time both devices successfully delivered the energy. The third attempt to deliver dual sequential defibrillation had the same outcome as the first attempt. The second device did not deliver the energy. The fourth and fifth attempts were successful, both devices were able to deliver the energy. The customer advised that both devices where lifepak monitors. This issue is patient related; however there was no adverse patient outcome reported by the customer. The customer advised that the use of the device did not affect patient care. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.